Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar curved scissors instrument had dull blades and was unable to cut tissue. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the reported complaint. The instrument was placed on an is3000 system for latex cut test. The scissors did not cut cleanly through .006 latex. The latex got snagged at the scissor tips. The blade edges were not damaged. An additional finding were various scratches on the distal end of the main tube with light material removal. The scratches measure approximately .252 x .359'. And were not axially aligned with the tube. An additional finding not reported was the grip cable at the backend inside of the housing was derailed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.